Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case report was rec'd on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk, with grade 04 osteoarthritis (moderate to large (2-3+) prior effusion). This case belongs to a batch of icrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous treatment with synvisc (hylan g-f 20), synovitis and right knee effusion. On (B)(6) 1998, the pt initiated treatment with intra-articular synvisc injection (of second course) in the right knee (dosage regiment not provided). The lot number for synvisc was not provided. On (B)(6) 1998, the pt experienced synovitis of right knee. On an unspecified date in 1998, the pt experienced right knee effusion and underwent arthrocentesis (large (3+) effusion, 115 cc of clear yellow fluid was aspirated). On an unspecified date in 1998, the pt rec'd treatment with celestone (betamethasone) for synovitis and right knee effusion. On an unspecified date in 1998, pt again underwent arthrocentesis (moderate (2+) effusion, 70 cc fluid was aspirated). On (B)(6) 1998. The pt recovered from the event of synovitis. The action taken with synvisc treatment was not provided. The outcome for the event of right knee effusion not provided. Concomitant medications were not provided. The intensity for the events of synovitis was assessed as moderate and for the event of right knee effusion was severe. The reporting physician assessed the relationships between synvisc and the event of synovitis as definitely related. The causal relationships between synvisc and the event of right knee effusion was not provided. Follow-up info was rec'd on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results was rec'd on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.